Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was not reproduced due to a white screen at power up. The messages were confirmed through a review of the event history log, which recorded multiple improper shutdown messages while on battery power, in combination with fully depressed battery contact pins (2 negative pins and 2 data pins). An improper shutdown can occur if the battery is removed from the pump while it is running on battery power, and therefore the depressed contact pins can cause the improper shutdowns due to a failed connection to the battery. The back flex battery pins were replaced through replacement of the rear case assembly.

Event description:
It was reported that a spectrum pump turns off without user input. It was also reported there was no patient involvement.